Event description:
It was reported that during preparation for a percutaneous coronary intervention, a shaft fracture occurred. The target lesion was located in the left circumflex artery. During preparation, after previous placement in the guide catheter, the 2.0 x 20mm maverick 2 mr balloon catheter shaft mid portion fractured. The procedure was completed with another 2.0 x 20mm maverick 2 mr balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of break in the hypotube. The break was located at 52.6cm distal to the strain relief. A kink was present in the hypotube at the base of the manifold. Both the kink and the break are consistent with excessive forces having been applied to the device. No issues were noted with the balloon and tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention a shaft fracture occurred. The target lesion was located in the left circumflex artery. During preparation, after previous placement in the guide catheter, the 2.0 x 20mm maverick 2 mr balloon catheter shaft mid portion fractured. The procedure was completed with another 2.0 x 20mm maverick 2 mr balloon. No patient complications were reported and the patient's status is stable.